Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle, one guidewire and one unknown catheter segment were returned for evaluation. Gross visual, microscopic visual and functional testing were performed. The investigation is inconclusive for the reported stretched issue as core wires did not appear to protrude through the coils and no extension of guidewire was noted during functional testing. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the x-port isp implantable port, groshong single-lumen, 8f products is identified in common device name and date rec'd by MFR. (Expiry date: 12/2021).

Event description:
It was reported that during the port placement procedure, the guidewire allegedly extended. There was no reported patient injury.